Manufacturer narrative:
(B)(4). Correction to qe analysis: the investigation determined the reported inflation issue appears to be related to circumstances of the procedure.

Event description:
Subsequent to the previously filed medwatch report, the balloon was inflated one time but it did not pressurize. The stent was post dilated with a non-abbott balloon. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It was reported that the balloon was not soaked prior to use. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. The reported cardiac arrest, and the relationship to the product, if any, was unable to be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid circumflex artery that was mildly tortuous, mildly calcified and 95% stenosed. During post-dilatation of the stent with a nc trek 3.5x15 mm balloon dilatation catheter, the balloon ruptured during the first inflation at 0 atmospheres. The patient experienced cardiac arrest which was successfully treated and resolved with adrenaline and cardiopulmonary resuscitation. The stent was then post dilated with another nc trek balloon to complete the procedure. No additional information was provided.